Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('bad periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), urinary tract infection ("uti") and menstruation delayed ("this month not a period at all negative pregnancy test"). The patient was treated with surgery (removal done). Essure was removed on (B)(6) 2020. At the time of the report, the menstrual disorder, urinary tract infection and menstruation delayed outcome was unknown. The reporter considered menstrual disorder, menstruation delayed and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: pif received event medical device removal was added. Reporter information and patient details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.